Event description:
It was reported that during a meniscus repair surgery, after a tape was passed through the meniscus and the shaft was removed from a portal, it was found that the firstpass mini straight capture window had fallen into the joint. All the broken parts were removed from the body. The procedure was completed with a 15-minute surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10 h3,h6 the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw. The returned suture capture is deformed but not broken. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the jaw and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a component failure. Factors that could have contributed to the reported event include: 1) excessive force (2) tissue thickness (3) damage or debris on the device tip between passes. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.